Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. The patient noticed insulin leaking and when removed from the infusion site (leg), the pod's cannula was found to be "broken in 2 little pieces." As treatment, a new pod was placed.